Event description:
During the surgery, when they opened the outer blister, they found that the tyvek sheet of the inner blister was missing. The device was implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.